Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the stent found that the balloon, stent and tip were returned loaded on a portion of a guidewire. The entire stent was bunched, damaged and stretched distally over the distal tip. The maximum crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon body appeared to be in a deflated state as if negative pressure was applied. A visual and microscopic examination of the tip showed no signs of damage. The hypotube and manifold were not returned for analysis as they were discarded. This type of damage most likely occurred due to handling post procedure. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found a shaft polymer extrusion break site at 10 cm from port-bond site. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01nov2020 it was reported that crossing difficulty occurred. The 85% stenosed target lesion was located in a 3.00mm in length by 3.2mm in vessel diameter, moderately tortuous and severely calcified right coronary artery. A 3.00mm x 32mm promus element plus drug-eluting stent was advanced to treat, but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damaged.